Manufacturer narrative:
Device investigation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a bent tip. The device was connected to the carto 3 system and it was recognized correctly; however, no visualization was observed, error 105 appeared on the system, and no temperature values were recorded on the generator. No force vector and values were observed. A failure analysis was performed. Due to the bent tip, the device was inspected under a microscope, revealing a hole in the pebax without foreign matter inside. For error 105 and temperature failures, the device was dissected, revealing two open circuits in the tip area causing these failures. These issues are unrelated to the reported event. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The force issue reported by the customer was not confirmed, however a bent tip, broken pebax with temperature and magnetic sensor issue were found. The potential cause of the hole in the pebax and bent tip could be related to manipulation of the device during the procedure, however, this cannot be conclusively determined. The potential cause of the open circuits could be related to maneuvering of the catheter when it was bent, but this also cannot be conclusively determined. The instructions for use contain the following recommendation: do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. Do not manually pre-shape the distal shaft of the catheter by applying external forces intended to bend or affect the intended shape or curve of the catheter. To ensure proper operation of the contact force sensor, the tip electrode and all four ring electrodes on the catheter tip must protrude from the distal tip of the guiding sheath. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) and sensor (g03012) were selected as related to the temperature and magnetic sensor issues found. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the hole in the pebax found. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the bent tip. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported force issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that during the operation, the force value could not be zeroed, and there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 24-may-2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.